Event description:
A (B)(4) distributor shipped back monitor sn (B)(4) indicating an unknown pt reported that the monitor would not start up after the pt's shower. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on c/a board (B)(4). An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the damaged flash memory. The last pt to use this monitor did not report any problems.